Event description:
It was reported that there was a separation between the twist clamp and main body of the minicap extend life pd transfer set. There was no leak found. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue mainbody. The reported condition was verified. The cause of the separation was due to broken occluder feet beneath the white twist sleeve. The cause of the damaged occlude feet could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.